Manufacturer narrative:
The complaint is confirmed. Based on investigation, the complaint sample returned does not close properly due to pull wire broken. However, there is not enough evidence to determine the cause of failure of the device. Our directions for use outline appropriate placement, access and maintenance procedures.

Event description:
The complainant reported that the radial forcep would not close and could not be put through the scope during preparation. No pt complications due to the reported malfunction.